Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. On (B)(6) 2020 the patient reported that his pump was due to be replaced due to battery life and he was calling for the status of pumps. He was told by his hcp (healthcare professional) that there was a shortage of pumps but because he had a baclofen pump he would be put on the top of the list. He stated that his pump was scheduled for eri (elective replacement indicator) on monday and he was already starting to go into withdrawal. No further complications have been reported as a result of this event.